Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive keypad. Customer reported escape and action button needed to press several time. Customer confirmed time clock was advancing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked reservoir tube lip and cracked battery tube threads, cracked case from display window corner, broken belt clip slot, cracked case from reservoir tube window corners, cracked case and stained end cap sticker. The test infusion set and reservoir does lock into place.